Event description:
This case, reported by a physician, concerns a pt who received biphasic isophane insulin (humacart 3/7) via humapen ergo with pen-needle (30 gauge). The pt visited the hosp in nov-1998 with diabetic ketoacidosis and a blood sugar in the 500mg/dl range. The pt received drip infusion and went home with full recovery. At this time, it was revealed that the insulin did not inject well, because of the mismatch of the 30g pen-needle and the humapen ergo. The needle was replaced. Since the pt's blood sugar level had remained high for a few days, blood sugar control became poor. The pt was hospitalized for 14 days in 1998 in order to normalize pt's blood sugar control. Humapen ergo was stopped and novo-pen iii and penfill 30r (both non-lilly products) were started. The event was rated as mild and resolved. The reporting physician considered the event a result of the humapen not working well with the pen-needle and denied the causal relationship between humacart 3/7 and the event. No add'l info is expected.